Manufacturer narrative:
The laboratory analysis did not identify any anomalies with the device that would have resulted in the reported header anomaly. The device header and connectors were examined, and were found to be normal. Only small amounts of body fluid were observed in the atrial (a) and right ventricular (rv) ports and no anomalies were noted. Test a and rv leads tightened into place normally and securely.

Event description:
During device replacement for normal elective replacement indicator, the atrial and right ventricular connectors were loose and traces of blood/tissue was visible inside the connectors. The patient was stable.